Manufacturer narrative:
This product is not marketed in the us. Health effect- clinical code 4581: shallow ac. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -8.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault was observed. For status of the eye (signs/symptoms) the reporter stated " normal - shallow ac, ac depth preoperative 3.87 ac depth postoperative 2.6". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.